Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent needle was confirmed. The product returned for evaluation was a one 22 ga x 0.75 in safestep infusion set. The returned product sample was evaluated and the needle was observed to be bent at the proximal end of the needle shaft the following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access. The needle tip was barbed suggesting contact between the needle and port base. An attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. A lot history review (lhr) of asfsf135 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that "the needle has been skewed.." Patient status/ intervention: change new needle. (B)(6) 2022- the safety mechanism on the retuned needle could not be activated.